Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results compared to a professional meter within 10 minutes: 3.1 mmol/l on the aviva expert system and 12 mmol/l on the professional meter. No adverse event reported. Return of the suspect device was requested for evaluation.